Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("bleeding/ abnormal bleeding/ heavy bleeding") and post procedural haemorrhage ("there was a large amount of blood during essure placement procedure") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and paratubal cyst. Current weight 170 lbs. Previously administered products included for an unreported indication: condom from 2009 to 2013. Concurrent conditions included hypothyroidism since 2013, overweight, depression, anxiety disorder, menses irregular, candidiasis, vulvovaginitis and vaginitis bacterial. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("pain/abdominal pain") and vulvovaginal pain ("pain/vaginal pain"), 20 days after insertion of essure. In (B)(6) 2015, the patient experienced abdominal distension ("bloating /swelling of lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss massive amount of hair loss") and vaginal discharge ("vaginal discharge constatntly") and was found to have weight increased ("weight gain/ weight gain / loss (specify which one) rapid weight gain and swelling of lower abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping) cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("thyroid level regulates once more/hypothyrodism") and procedural pain ("it was very painful at the time of essure placement procedure"). The patient was treated with levothyroxine and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain had resolved, the post procedural haemorrhage, abdominal distension, weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, abdominal pain lower and procedural pain outcome was unknown and the alopecia and hypothyroidism was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, post procedural haemorrhage, procedural pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Findings suggestive of minimal adenomyosis with tiny outpouchings arising from the uterine contour.. Patient's approximate weight at the time of essure placement : 140 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received : new event added - it was very painful. There was a large amount of blood. Concomitant condition, patient's demographics were added and updated. Fu2 & fu3 process together. On 10-dec-2018: medical record received. Reporter's information was added. Concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding/ abnormal bleeding/ heavy bleeding') and procedural haemorrhage ('there was a large amount of blood during essure placement procedure') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and paratubal cyst. Current weight 170 lbs. Previously administered products included for an unreported indication: condom from 2009 to 2013. Concurrent conditions included hypothyroidism since 2013, overweight, depression, anxiety disorder, menses irregular, candidiasis, vulvovaginitis and vaginitis bacterial. Concomitant products included metronidazole (flagyl). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("pain/abdominal pain") and vulvovaginal pain ("pain/vaginal pain"), 20 days after insertion of essure. In (B)(6) 2015, the patient experienced abdominal distension ("bloating /swelling of lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss massive amount of hair loss") and vaginal discharge ("vaginal discharge constatntly") and was found to have weight increased ("weight gain/rapid weight gain and swelling of lower abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), back pain ("back pain"), procedural pain ("it was very painful at the time of essure placement procedure"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ heavy or prolonged bleeeding"), dysmenorrhoea ("dysmenorrhea (cramping) cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("thyroid level regulates once more/hypothyrodism"), urticaria ("hives seems to be everywhere on me"), headache ("headaches"), chills ("chills on and off"), vaginal discharge abnormality ("brown blood like discharge"), adenomyosis ("possible adenomyosis"), vulvovaginal mycotic infection ("repetitive yeast infection") and scar ("hair loss is starting to scar"). The patient was treated with levothyroxine and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, vaginal haemorrhage and menorrhagia had resolved, the procedural haemorrhage, back pain, abdominal pain lower, procedural pain, abdominal distension, weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, urticaria, headache, chills, vaginal discharge abnormality, adenomyosis, vulvovaginal mycotic infection and scar outcome was unknown and the alopecia and hypothyroidism was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, chills, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, pelvic pain, procedural haemorrhage, procedural pain, scar, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight increased and vaginal discharge abnormality to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement : 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Findings suggestive of minimal adenomyosis with tiny out pouchings arising from the uterine contour. Concerning the injuries reported in this case, the following events were reported via social media- dermatitis allergy, adenomyosis, headaches, chills, vaginal discharge and back pain, scarring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: social media- event hair loss is starting to scar added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), genital haemorrhage ('bleeding/ abnormal bleeding/ heavy bleeding') and procedural haemorrhage ('there was a large amount of blood during essure placement procedure') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and paratubal cyst. Current weight 170 lbs. Previously administered products included for an unreported indication: condom from 2009 to 2013. Concurrent conditions included hypothyroidism since 2013, overweight, depression, anxiety disorder, menses irregular, candidiasis, vulvovaginitis and vaginitis bacterial. Concomitant products included metronidazole (flagyl). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("pain/abdominal pain") and vulvovaginal pain ("pain/vaginal pain"), 20 days after insertion of essure. In (B)(6) 2015, the patient experienced abdominal distension ("bloating /swelling of lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss massive amount of hair loss") and vaginal discharge ("vaginal discharge constatntly") and was found to have weight increased ("weight gain/rapid weight gain and swelling of lower abdomen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ heavy or prolonged bleeeding"), dysmenorrhoea ("dysmenorrhea (cramping) cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypothyroidism ("thyroid level regulates once more/hypothyrodism"), procedural pain ("it was very painful at the time of essure placement procedure"), urticaria ("hives seems to be everywhere on me"), headache ("headaches"), chills ("chills on and off"), vaginal discharge abnormality ("brown blood like discharge"), back pain ("back pain"), adenomyosis ("possible adenomyosis") and vulvovaginal mycotic infection ("repetitive yeast infection"). The patient was treated with levothyroxine and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain had resolved, the procedural haemorrhage, abdominal distension, weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, abdominal pain lower, procedural pain, urticaria, headache, chills, vaginal discharge abnormality, back pain, adenomyosis and vulvovaginal mycotic infection outcome was unknown and the alopecia and hypothyroidism was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, back pain, chills, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypothyroidism, menorrhagia, pelvic pain, procedural haemorrhage, procedural pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight increased and vaginal discharge abnormality to be related to essure. The reporter commented: patient's approximate weight at the time of essure placement : 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Findings suggestive of minimal adenomyosis with tiny out pouchings arising from the uterine contour. Concerning the injuries reported in this case, the following events were reported via social media- dermatitis allergy, adenomyosis, headaches, chills, vaginal discharge and back pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. New events: hives seems to be everywhere on me, possible adenomyosis, headaches, chills on and off, brown blood like discharge and back pain were added. Concomitant drug added. Reporter information updated. Fu 4 and fu 5 processed together. On (B)(6) 2019: no new information added. Fu 4 and fu 5 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("bleeding/ abnormal bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Previously administered products included for an unreported indication: condom from 2009 to 2013. Concurrent conditions included hypothyroidism since 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 20 days after insertion of essure, the patient experienced abdominal pain ("pain/abdominal pain") and vulvovaginal pain ("pain/vaginal pain"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating /swelling of lower abdomen"), weight increased ("weight gain/ weight gain / loss (specify which one) rapid weight gain and swelling of lower abdomen"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss massive amount of hair loss") and vaginal discharge ("vaginal discharge constantly"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping) cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and hypothyroidism ("thyroid level regulates once more/hypothyroidism"). The patient was treated with levothyroxine and surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and vulvovaginal pain had resolved, the abdominal distension, weight increased, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and abdominal pain lower outcome was unknown and the alopecia and hypothyroidism was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypothyroidism, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received, reporters added, demographics added. Events: abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, fatigue, hair loss, abdominal pain, vaginal pain, lower abdomen pain, hypothyroidism. Event onset dates added. Lab data added. Concomitant and historical drug added, concomitant and historical condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.